Manufacturer narrative:
No data regarding product identity was received i.e. No lot or serial number were indicated for the event, therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The root cause cannot be determined and no actions are taken. Add'l info has been requested. (B)(4).

Event description:
A doctor reported that one day after glaucoma filtering shunt was implanted, the pt was noted to have a minimal hyphema and hypotony. The pt was treated with an anticholinergic eye drop. The hyphema resolved in one to two days, and the hypotony persisted for at least a week. During the one month postoperative follow up, the pt had an increased intraocular pressure that stabilized by the tree month follow up visit. The shunt remains implanted. Add'l info was requested.